Event description:
During initial assessment of a returned homechoice device, a baxter technician identified increased intraperitoneal volume (iipv) event which occurred on (B)(6) 2010 , during drain cycle 3. The drain volume was 3510 milliliters (ml). This event meets overfill criteria.

Manufacturer narrative:
(B)(4). Device evaluation expected but not yet completed. Any results of evaluation will be provided in a follow up e MDR.

Manufacturer narrative:
(B)(4). The device passed the homechoice return instrument test / evaluation (rite) electrical test but failed the rite functional test. The device was found to meet functional specifications relative to the iipv identified via device log review. Review of the previous service record revealed no issues that may have contributed to the iipv. Follow up with the nurse revealed that the patient was doing well on the new cycler. No patient or medical intervention was reported. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause of the reported problem of overdelivery / increased intraperitoneal volume is currently being investigated through CAPA number (B)(4).